Event description:
It was reported that a loss of capture (loc) was seen on telemetry of this right ventricular (rv) lead; which led to pacing inhibition. There were no out of range or abnormal device measurements that indicated a lead issue. However, the physician thought that the observations were potentially early signs of a lead issue. Thus, this rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.